Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that when the analyzer cables were attached to a patient, the cables were not transferring power from the programmer. This resulted in six seconds of asystole. The cables were discarded by the customer so the cables were unable to be returned. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.